Manufacturer narrative:
Approximate age of device ¿ 5 years and 10 months. Device evaluation: although no alarms or atypical events were reported, wire damage was confirmed during the evaluation of the replaced section of the percutaneous lead. The returned section of the perc lead measured approximately 19 inches long and the entire silicone jacket had been wrapped with tape. Examination of the percutaneous lead found breakdown of the braided shield along the entire length of the cable. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires noted kinking approximately 10" from the controller connector. The insulation of the red wire was breached on the inner of the observed kink, exposing the inner conductors. A small impression in the black wire insulation was observed approximately 2.5 inches from the metal connector. Testing confirmed that the black wire insulation was breached at the site of the impression. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. Although the exposed conductors of the red and black wires had the potential to allow an electrical short to occur, no alarms or low speed events were reported to have occurred. Review of the patient's complaint history found no prior events of a potential percutaneous lead issue reported. The observed wire damage did not appear to have caused a functional issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the lvad percutaneous lead was almost entirely wrapped with rescue tape. The hospital team requested a percutaneous lead (driveline) replacement for cosmetic reasons. No alarms during investigation of the returned percutaneous lead, wire damage was noted.